Event description:
According to the event description: prescribed rate : 10 milliliters and hour (ml/hr) propofol, 500miligrams per 50 milliliters. Patient was transported from ot to ward 26 at about 12:43pm on (B)(6) 2024. User swapped the pump from ot to ward 26's pump but continued to use the syringe and tubing set that was from ot. User informed that pump setting was from rover and started therapy at 13:17 hours on (B)(6) 2024. Noted syringe completed at 13:45 hours and realized it was running at 1000mg/hr when vtbi alarm sounded. New syringe and tubing was set up on same pump at 13:50 but user was reminded at 14:56 hours to stop using the pump and set it aside. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2024 were analyzed. At 01:15pm a terumo 50ml syringe was selected and the infusion started with a rate of 100ml/h and a volume of 46ml. At 01:40pm the pre-alarm "vtbi near end" occurred and 5 minutes later the infusion stopped. The volume was reached. The syringe was extracted. No other abnormalities were found.